Event description:
It was reported that the ilet system generated repeated ¿glucose falling quickly¿ alerts while the user¿s blood glucose was approximately 80 mg/dl and without hypoglycemia symptoms, leading to user frustration and requests to disable the alert; the alert behavior was discussed as functioning as designed and could not be disabled. Customer care provided support that included customer service troubleshooting and education. Investigation of this case revealed no device malfunction and alerts performing as intended based on sensor trend data. Symptoms included sleep disturbance due to recurring nocturnal alarms. Outcomes included user distress and interrupted sleep, with no reported hypoglycemia, injury, or medical intervention. It was concluded that the event was related to alarm behavior and user experience rather than a device failure.